Manufacturer narrative:
E1: complainant phone: (B)(6) complainant country: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
The end user reported that after pasting, the dressing did not absorbed the seepage and did not show whiteness, and secretions exist under the dressing. The consumer also stated that when gently pressed, there was a feeling of fluctuation and when vigorously pressed, it would flow out from the side, resulting in soaking around the wound. The product was used. The photographs depicting the issue were received from the complainant.